Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a solution administration set with 3-way stopcock that became disconnected. According to the report, the inlet disconnected from the 3-way stopcock and the disconnection was coupled with a small blood backflow that the nurse observed immediately. The product that was being infused is unknown. The condition was reported to have occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No other information available.